Event description:
It was reported there was no ventricular output. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex had an open trace on the ventricular side. It was also noted that the battery release, battery contacts and battery drawer were contaminated. Further analysis was performed on the heart lead flex. This analysis further confirmed the reported event, the open trace condition prevented ventricular output function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.